Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information was requested and was not provided.

Event description:
The customer reported failure of the touch screen; the touch screen does not respond to touch and cannot be calibrated. The customer reported patient involvement and no patient harm.

Manufacturer narrative:
Patient information was requested and was not provided. Resolution and disposition: the fse reported the customer declined service. No parts were replaced. Conclusion: the determination could be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.